Event description:
It was reported that while performing a left maze procedure, there was a perforation. The angiomax was stopped and dopamine was administered to the patient. Pericardiocentesis was performed and there was a very minimal amount of fluid withdrawn. The patient was diabetic so blood was drawn for blood gas analysis. Multiple attempts was made to obtain more detailed information, however, no further information has been provided regarding patient's updated status.

Manufacturer narrative:
It was stated there was no indication of a malfunction in any of the bwi equipment that were in use. The ep staff was contacted by biosense webster field service engineer. The hospital staff stated that the patient injury was not related to any bwi product. The customer declined service. Concomitant products used during the procedure: carto xp system, model #: m-4700-01, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Acunav 8f-110 catheter (resterilized), model #: m-5723-02, lot #.: 08267996/ 795666. (B)(4).

Manufacturer narrative:
Additional information provided: pericardiocentesis was performed, but no blood/fluid was able to be withdrawn (initially reported as 'very minimal amount of fluid withdrawn'). The patient had fully recovered. Patient prognosis was stated to be excellent. The causality of adverse event was procedure related. (B)(4) product was not returned for investigation as initially reported.